Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent implantable pulse generator (ipg) repositioning due to pain at site. Nothing was explanted. The patient was doing well postoperatively.